Event description:
It was reported that, a biolox delta cer head was implanted on the right side on (B)(6) 2013. The implant was revised on (B)(6) 2013 because of infection.

Manufacturer narrative:
The manufacturer did not receive the device, x-rays, or other source documents for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).